Manufacturer narrative:
Analysis found that the ins ((B)(4)) had reached normal end of life with no telemetry and no output.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported the patient¿s bladder function returned to their normal pre-implant state following the power on reset (por) due to decreased battery stores. Impedances could not be tested due to the reduced battery stores and the device underwent another por during interrogation. The implantable neurostimulator was later replaced in late november. With the new device, stimulation was returned to ¿pre-por¿ sensations and levels. The procedure was non-eventful. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient¿s bladder control was ¿worse than ever¿ at a recent in-office check. Upon interrogating the device, it was found the device had undergone a power on reset (por). When attempting to run therapy impedances, the device underwent another por, which was reportedly related to a low battery level or end of life condition. It was noted the amplitudes set were around 1.0v and the rate was set to 60 hz. No further information regarding actions taken was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.